Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported that when they close their mouth their teeth they do not align. They have difficulty chewing and biting food. Requested bite video from patient. Bite video provided that appears to have bite issue.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.